Event description:
Healthcare professional reported "capsular contracture baker grade iii". This record is for the right side. Device remains implanted. Device return status unknown.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2021-50308. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.